Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to their clinic with pre-syncopy. It was noted that the device recorded possible oversensing on the right ventricular (rv) channel following atrial paced events, resulting in a four second pause. There was no noise stored on any episodes in the arrhythmia logbook. Technical services (ts) recommended trying to reproduce the noise, and discussed programming options. It was noted that the noise could not be recreated. A revision procedure was performed, during which the rate/sense portion of the lead was surgically capped and this device was electively explanted due to being at middle of life 2 (mol2). To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. There were holes in the atrial ring and right ventricular (rv) ring seal plugs. All set screws moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The hole in the rv ring seal plug could have contributed to the clinically observed noise.